Event description:
Customer reports high blood glucose of 500 mg/dl, which he states he treated with set change. He states he did complete set changes, but blood glucose would still rise. During troubleshooting, it was found that customer had a bent cannula. After troubleshooting, issue was resolved. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.